Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the new zealand, during preparation of the 29mm sapien 3 valve, a small green spot was noticed on one of the leaflets. Attempts to flush it away with saline were unsuccessful. It was removed carefully with forceps. It looked like a very tiny piece of suture as it was the same color. The valve was implanted with good result.

Manufacturer narrative:
The device was not returned for evaluation. The complaint event site provided imagery relevant to the complaint and the following observed: one particulate was observed on the leaflet inflow side of the valve. The complaint for valve particulate noticed during preparation was confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. This event reports a particulate in the system during device preparation that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. As reported, "during preparation of the 29mm sapien 3 valve, a small green spot was noticed on one of the leaflets. Attempts to flush it away with saline were unsuccessful. It was removed carefully with forceps, it looked like a very tiny piece of suture as it was the same color. The valve was implanted with good result". It is possible that the particulate was introduced during device preparation, as they were observed during the valve rinsing process. As such, available suggests that procedural factors (device prep handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. There is no confirmation that the particulate originated from edwards. However, as precautionary measures, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed.